Event description:
The sheath (23f x 15cm) was introduced into the pt. When the physician attempted to dilate the expandable sheath, it induced a dissection in the intima of the right iliac artery. The dissection created a small longitudinal cut. Access to the right iliac artery was difficult because the diameter of the artery was narrowed due to calcification buildup on the artery walls. A wall stent was deployed over the dissection of the right iliac. The ancure delivery system was inserted into the pt rotating at 180 degrees. The graft was implanted successfully and the pt is doing fine.